Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was dim and faded. It was noted, at some point, that the display screen was blank with audio tones functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: during testing, the display was found to be dim and discolored. The complaint that the display was blank was not able to be duplicated. Unrelated to the complaint, evaluation revealed that the vibratory feature was unresponsive due to internal moisture damage. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture corrosion was observed on all internal components of the pump.